Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
Exit block on highest output and a decrease in sensing were observed. The lead was replaced.